Event description:
A customer reported that the trocar leaked during a vitreoretinal procedure. The procedure was completed without harm to the patient. Additional information and a product sample was requested.

Manufacturer narrative:
Additional information: the returned samples were visually inspected using 15x - 20x magnification and were observed to have the following visual results: sample #1 - visually conforming; sample #2 (hole at slit of septum) - nonconforming; sample #3 (slices in septum) - nonconforming. The samples were sent for functional leak testing. The leak testing results determined one of the three samples was nonconforming for leakage. For this final lot, four trocar component lots, were used to make up the final lot. A device history record review for the lots was conducted. No anomalies were found during the device history record reviews. The product was released based on the manufacture's acceptance criteria. The lot complaint history was reviewed; this is the second complaint for the reported lot number and the first for this issue. The root cause for the leak test failure is unknown. However, an investigation has been initiated to identify a corrective and preventative action for complaints of this nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).